Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator had missing segments from the lower liquid crystal display (lcd) and that it was unreadable. The generator was returned for service. It was indicated that there was not patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had missing segments from the lower liquid crystal display (lcd) and that it was unreadable. The generator was returned for service. It was indicated that there was not patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) had missing pixels. Analysis also found that the encoder flex was out of specification but it appeared that there had been a disassembly and reassembly prior to the unit being returned for servicing. One side bail cover and ring cover were broken and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.